Event description:
It was reported that the customer's blood glucose level was impacted due to customer not delivering the remainder of a bolus greater than 25 units. During troubleshooting with tandem technical support, customer acknowledged that the remainder of the bolus (greater than 25 units) should be delivered by the user.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.